Manufacturer narrative:
Customer complained on (B)(6) 2021 the pump alarmed replace battery now and low battery alert. Pump passed displacement test, self test and active current measurement. Pump successfully downloaded to thump. Pump received with high sleep current, problem isolated to pcb2 board. Pump trace download analysis confirmed the pump alarmed low battery alerts on (B)(6) 2021 22:46:00:000 and replace battery now alarm on (B)(6) 2021 18:48:00:000. The power management graph confirmed low battery alert and replace battery now alarm, problem isolated to pcb2 board. Verified cause of low battery alert, replace battery now alarm and high sleep current using a test pcb2 board. No moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: cracked case above the arrow and battery cap icon, scratched case and pillowing keypad overlay, the p-cap/reservoir does lock properly. Pump failed sleep current and confirmed low battery alert and replace battery now alarm, problem isolated to pcb2 board. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer stated that the insulin pump had replace battery alert without low battery alert. Customer stated that there was second occurrence in low battery alert with replace battery alert. No harm requiring medical intervention. Troubleshooting successfully performed and the customer will discontinue to use the insulin pump.

Manufacturer narrative:
Retainer ring=black. Customer complained on october 05, 2021 the device alarmed replace battery now and low battery alert. Device passed displacement test, self test and active current measurement. Device successfully downloaded to thump. Device received with high sleep current, problem isolated to electrical board. Device trace download analysis confirmed the device alarmed low battery alerts on october 06, 2021 22:46:00:000 and replace battery now alarm on october 03, 2021 18:48:00:000. The power management graph confirmed low battery alert and replace battery now alarm, problem isolated to electrical board. Verified cause of low battery alert, replace battery now alarm and high sleep current using a test electrical board. No moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: cracked case above the arrow and battery cap icon, scratched case and pillowing keypad overlay, the p-cap/reservoir does lock properly. Device failed sleep current and confirmed low battery alert and replace battery now alarm, problem isolated to electrical board. Per r&d ee team observation - device was reassembled and had constant flashing medtronic logo. No traces of moisture damage or damaged to components per visual inspection under the scope was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.